Manufacturer narrative:
Event eval: during investigation, the complaint history, instructions for use (IFU), device history record, and quality control documents were reviewed. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; including anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case zenith ifus state: "patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "Adverse events that may occur and/or require intervention include, but are not limited to- claudication (e.g., buttock, lower limb)." Minimal information was provided to assist with this case. It was reported that at 75 days post-procedure there was evidence of thrombus within the graft limb, and at 14 and 271 days post procedure the patient experienced clinical signs indicative of claudication. It is unclear where the claudication occurred, it was however reported that evidence of thrombus was noted in the right iliac leg and right iliac leg extension. It was concluded that the failure mode for this case was occluded. The event was trended as low impact to the patient. We will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
A (B)(6) male pt in the spiral-z post-market registry experienced claudication. The pt was treated on (B)(6) 2014 for an aortoiliac aneurysm. The maximum aortic diameter was 52 mm. The proximal neck had a parallel shape with no thrombus. The bilateral iliac arteries had mild tortuosity, no occlusive disease, and mild calcification. The pt received a main-body device, a left iliac leg, a right iliac leg, and a left iliac leg extension. There was no difficulty deploying any of the components. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks or thrombus. On (B)(6) 2014 (14 days post-procedure), the pt experienced claudication (lower limb or buttock). No other information regarding the event is available. On (B)(6) 2014 (75 days post-procedure), the pt was seen in follow-up. There had been no change in the size of the aneurysm. The devices were patent with no external compression, flow-limiting kinks, endoleak or migration. Evidence of thrombus was noted in the right iliac leg and right iliac leg extension. On (B)(6) 2104 (271 days post-procedure), the pt again experienced claudication (lower limb or buttock). No other information regarding the event is available. No other follow up visits were reported.

Manufacturer narrative:
(B)(4). The event is currently under investigation.